Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Technical services followed up with the customer. The customer reported the issue was only seen from the ER department and they have switched to the rst tube and have no further issues. H3 other text : see h.10.

Event description:
It was reported when using the unspecified bd vacutainer® lithium heparin blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: cannot use the green top gel lithium heparin tubes for troponin assay on the bc access2 analyzer. Have to use the orange "quick clot" tubes (#368774) to eliminate fibrin that can cause false positive.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the unspecified bd vacutainer® lithium heparin blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: cannot use the green top gel lithium heparin tubes for troponin assay on the bc access2 analyzer. Have to use the orange "quick clot" tubes (#368774) to eliminate fibrin that can cause false positive.